Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the ok keypad button has been intermittently unresponsive for the past two weeks, and that two days ago the keypad rubber began to peel. The patient reportedly wears the pump in a pocket and does not clean the pump. There was no reported patient impact associated with this complaint. The user stated that the keypad was damaged. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. However, this complaint is being reported due to the allegation that the keypad button responsiveness issue occurred prior to the keypad damage.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the audio bolus button was found to be intact. During testing the audio bolus button was found to be inoperable/unresponsive. During investigation, evidence of contamination was found under the audio bolus button cover. Unrelated to the complaint, the keypad was found to be peeling off the pump. During testing the contrast button was found to be unresponsive, which has no effect on insulin delivery; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts and the keypad flex cable was found to be peeling off from the base.